Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after the patient's death and could not be interrogated. No allegations were made against the ICD.